Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) results of third-party testing and the lms final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. We could not obtain cleaned, disinfected, sterilized check list and information related to reprocessing from the facility. Culture test was conducted on (B)(6) 2024 and no bacteria were detected from the results of third-party culture tests provided by service business center. The device was evaluated, and no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. When we checked the contents of the instruction manual at the time of shipment of the product, there is a description of the reprocess below. Chapter 3 compatible reprocessing methods chapter 4 reprocessing workflow for endoscopes and accessories chapter 5 reprocessing the endoscope (and related reprocessing accessories) chapter 6 reprocessing the accessories chapter 7 reprocessing endoscopes and accessories using an aer/wd olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the bronchofibervideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.